Event description:
On (B)(6) 2012, customer reported that a cleaner leak was found outside the lh500 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and indicated that the instrument locked up during cleaning, which caused an overflow. Fse emptied the vacuum trap and flushed the blood sampling tubing (valvewiremarker 13). This resolved the issue and no further leaks were reported. Instrument operation was verified.

Manufacturer narrative:
(B)(4).